Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, an unspecified device failure occurred and a second starclose se was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation in the deployed state. There was a clip caught on the vessel locator wings (vlw) just after the proximal ring. The vlw were bent, each showing clear crease formation. The unspecified malfunction reported was most likely the result of the clip interfering with the deployment process by entangling in the vlw. From these observations, there were forces present to bend the wings and cause sufficient interference to catch the clip during deployment and result in the reported malfunction; however, this cannot be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.